Event description:
It was reported that five (5) exactamix 2400 valve sets were leaking from port #5. The leaks were observed in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, a direct entry compounding cycle was performed, and bubbles were detected. The reported condition was verified in the companion sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.